Event description:
Handpiece gets hot was given as the reason for repair. On follow up, it was reported that a cool rag was placed on the motor to finish the procedure. There was no back up available. There was no impact to the patient minimal delay in surgery.